Event description:
The foreign (B)(4) distributor, checked the ventilator system and found that it is giving "vent inop", "motor fault", "low pip", and "xdcr fault" alarms continuously. No pt involvement.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped and replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of 06/02/2015 the alleged faulty main board has not been received.